Manufacturer narrative:
Suspected lot numbers: 60331321 and 60331323. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were pulling lipids on port 2. This was observed during compounding. The lipids were set-up on port 1 and 2; however, lipids were pulled into the bags when no lipid was ordered which caused the clear bags to appear cloudy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the suspected lot 60331323 was manufactured from november 09, 2021 - november 10, 2021. H4: the suspected lot 60331321 was manufactured from november 11, 2021 - november 16, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.